Event description:
It was reported that during the procedure to treat a total occlusion in the right superficial femoral artery, pre-dilatation was performed with a 5 x 40 mm foxcross dilatation catheter. The physician then advanced a 6 x 150 mm absolute pro ll into the superficial artery and attempted to deploy the stent at the target lesion. The thumbwheel was turned and the stent deployed for 6 cm and resistance was felt at the thumbwheel. The physician attempted to turn the thumbwheel further and a crack was heard. The thumbwheel was able to turn, but the stent would not deploy further. The physician then opened the handle and saw that the retractable sheath that covers the stent was in two pieces. The physician then decided to deploy the stent manually by retracting the retractable sheath. The stent was deployed and post-dilatation was performed as standard procedure. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood in the distal outer sheath and on the handle and ribbon, consistent with being advanced into the anatomy. There was no saline visible. The handle was returned unassembled. The outer member was torn 9.5 cm distal to the proximal end of the shuttle, consistent with the reported information. The material at the tear was jagged, suggesting force was applied causing an overload of the material. The inner braiding was still intact and was not separated. There was a kink in the distal outer sheath distal to the proximal marker, possibly due to handling or during use. There was no other damage noted to the sess. Potential factors for difficulty deploying and retracting the thumbwheel include, but are not limited to, manufacturing, anatomical conditions; deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). Based on the reported information and returned device analysis, it may be possible that the distal end of the shaft was entrapped within the lesion site and/or anatomy which were described as heavily calcified and occluded, preventing the sheath from fully retracting. Furthermore, as force was applied in an attempt to further deploy the stent, the outer member separated in the handle preventing the remainder of the stent from deploying. There were no associated nonconforming material records which would have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. During production all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo 0.035. Sheath: destination. The stent remains in the patient. The stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.